Event description:
It was reported the patient experienced ineffective stimulation coverage in the desired pain pattern. The patient's pain pattern is on the left side, however the patient felt stimulation in his arms and upper back. It was determined the lead may have allegedly moved. Reprogramming was used to no avail. The patient underwent surgical intervention to add a percutaneous lead for optimal coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.